Event description:
It was reported that on (B)(6) 2013 the lead exhibited low impedance and when the device output was increased, the patient felt pectoral stimulation. On (B)(6) 2013 the lead exhibited the same anomaly in the unipolar configuration. The configuration was changed to bipolar and the lead remained implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.